Event description:
On friday (B)(6) 2010, a nurse used a 1601 cleaning brush to clean a scope. At some point during the cleaning they believe the brush head broke off unnoticed by the nurse. On monday (B)(6) 2010, during a procedure the doctor noticed resistance when trying to put a biopsy forceps down the channel. They then inserted a pediatric forceps down the channel and saw the brush head pushed out into the patient. The brush was immediately retrieved using the forceps. There was no harm caused to the patient.

Manufacturer narrative:
No harm was done to the patient per the facility.